Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to electrical board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was previously used. Customer stated this was the second occurrence of off no power with low battery warning in less than 8 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.